Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged immediately following implantation into the eye. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. A white substance was observed within the flaps and the blister tray. The flaps of the injector were fully closed and the plunger retracted. The lens was identified to be stuck in the injector nozzle. Efforts to retrieve the iol from the injector nozzle were unsuccessful and as they were expected to cause more damage to the lens and injector, no further action/testing was therefore performed in this case. Product inspection findings do not align with the verbatim report received. It is not possible to see any haptic damage with the lens trapped within the injector nozzle. There was no patient harm or injury. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identiifes that the injector was removed from the blister tray prior to insertion of ovd and closure of the flaps. This is a deviation from the IFU which states that the injector should remain in the blister tray until the completion of these steps. Resistance is also reported to have been encountered during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Failure to follow the IFU is the likely contributory and/or causative factor of haptic damage during implantation in this case.

Event description:
On 16th july 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the haptic was damaged necessitating lens explantation and exchange.

Event description:
On (B)(6) 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the haptic was damaged necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without furher incident. There was no patient harm or injury. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identiifes that the injector was removed from the blister tray prior to insertion of ovd and closure of the flaps. This is a deviation from the IFU which states that the injector should remain in the blister tray until the completion of these steps. Resistance is also reported to have been encountered during lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Failure to follow the IFU is the likely contributory and/or causative factor of haptic damage during implantation in this case.